Event description:
Pt complained of pain during colonoscopy. Post-operative x-ray showed free air in abdomen. Pt required surgery to repair bowel perforation at level of cecum. Subsequent to this pts procedure, it was identified that there was a restriction in the suction channel of the colonoscope. It should be noted that during the first procedure, there was no complaint of suction problems, however the scope cannot be ruled out as a contributing factor.